Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the patients death due to an sudden cardiac arrest (sca) and continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler. The cause of the patients sca leading to this death can be attributed to a significant history of cardiac disease as reported by a medical professional. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a cause of this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events.

Event description:
A patient contact reported to fresenius customer service a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pd registered nurse, it was reported this patient expired at home on (B)(6) 2021 due to a sudden cardiac arrest (sca) attributed by a significant cardiac disease history. The patient was connected to the cycler when they initially lost consciousness; however, it was affirmed the patients sca was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was found unconscious by the patient contact at home when cardiopulmonary resuscitation (CPR) was initiated by the patient contact. Emergency medical services (ems) were activated, and CPR was continued by ems personnel on route to the emergency department (ed). After one and a half hours of resuscitation efforts, the patient was pronounced deceased in the ed. It was confirmed the patients sca leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).